Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation determined that the reported difficulties were due to case circumstances. The failure to advance was likely due to anatomical conditions, as the lesion site was described as tortuous and heavily calcified. Additionally, the stent dislodgment is likely the result of the stent becoming compromised/loosened on the balloon and during removal, the stent dislodged in the right common femoral artery. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superior mesenteric artery, with heavy calcification and tortuosity. The 7.0 x 15 mm herculink stent delivery system (sds) was advanced; however, due to the patient anatomy, the sds was unable to cross to the target lesion. Resistance was noted pulling the sds back into the guide catheter, and the stent dislodged in the right common femoral artery. The sds balloon was advanced through the stent and inflated, expanding the stent to the artery wall. There was no clinically significant delay in the procedure. No additional information was provided.